Event description:
The customer called to report a motor error and a blank display. The customer stated that the insulin pump was submerged in water. Troubleshooting was performed and the problems continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the motor error alarm due to the blank display.